Event description:
Caller reported discrepant high troponin (tni) result on the triage profiler sob panel. Whole blood pt sample was run on the triage cardiac panel and all results were negative. The doctor ran the pt sample on the triage profiler sob and tni resulted in 0.16. They repeated it on 2 more sob devices and the cardiac again and all tni results were <0.05. Cut-off for site is 0.05. Customer believes pt was okay. No procedures were done based on the tni results. No other pt information provided.

Manufacturer narrative:
Pt samples were not returned for investigation. Lot w50019b was previously tested in-house. Discrepant high tni was observed during retained testing. Five whole blood donor samples out of 30 were outside the range of less than -0.10 and greater than 0.10ng/ml. This does not pass manufacturing final release specifications. (B)(4). This device lot was recalled due to potential product performance issues. CAPA (B)(4) was opened to address elevated tni at low end concentrations.